Manufacturer narrative:
Results: the penumbra system ace 60 reperfusion catheter (ace60) was ovalized from approximately 9.5 ¿ 11.0 cm from the hub. The device was fractured approximately 10.5 cm from the hub. Conclusions: evaluation of the returned ace60 confirmed a fracture and revealed an ovalization at the same location near the proximal end. It was reported that resistance was experienced while advancing the device during the first pass. If the device is forcefully gripped and advanced against this type of resistance, the portion of the catheter that is outside of the patient body may bend at extreme angles, and damage such as a fracture will likely occur. The non-penumbra sheath and non-penumbra catheter were not returned for evaluation; therefore, the root cause of the initial resistance identified in the complaint could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60). It should be noted that the access location was the right femoral artery. During the procedure, the physician advanced a non-penumbra sheath, a non-penumbra catheter, and an ace60 into the target location. While advancing the ace60 during the first pass, the physician experienced resistance and reported that the ace60 was not operating normally. The physician then decided to retract the ace60 from the patient and found that the ace60 was broken approximately 10 cm proximal to the shaft. The ace60 was then removed and was no longer used in the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68). There was no report of an adverse effect to the patient.